Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg); value was unknown. At the time of the reported event, the customer was unable to provide additional information. Additionally, the customer reported that the basal iq feature was not suspending therapy when a low bg was experienced. There was no additional information provided by the customer.

Event description:
Additional information received on 12/29/2018 reported that the customer's blood glucose ranged from 30 to 40 (mg/dl). Juice was consumed to treat low bg. Reportedly, the contact administered a bolus which decreased bg level. The contact consulted with healthcare provider regarding adjusting the correction factor settings.